Event description:
A malfunction alarm was declared on the pump during the loading process. There was no adverse impact to the customer¿s blood glucose level. The customer was unable to successfully load a cartridge and resume insulin therapy due to a recurring alarm. Technical support decided to replace the pump, confirmed the shipping address, and instructed the customer on how to put the pump into storage mode. The customer was also advised to return the problematic pump using a pre-paid label within 10 days and planned to consult with a healthcare provider for backup insulin therapy.